Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch select simple meter is giving inaccurate high reading of '154 mg/dl' compared a lab reading of '134 mg/dl.' This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with insulin (no adjustments). Based on the elevated blood glucose the patient obtained the subject meter, the patient's doctor increased his insulin regimen from 4 units in the morning and 4 units in the evening to 8 units in the morning and 6 units in the evening. According the patient, she had 2-3 events which she had hypoglycemic symptoms and required hcp medical treatment. The patient was not inclined to provide any information about the hospital treatment. During troubleshooting, the patient verified the reported readings were taken within 10 minutes of each other. The unit of measurement was correct. The results were taken from an approved site. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient allegedly required hcp treatment for hypoglycemic symptoms after the doctor increased the patient insulin based on the reported elevated reading obtained on the lfs products. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.